Event description:
It was reported that during a routine device check, eri (elective replacement indicator) was confirmed but the battery indicator showed "not available", despite the battery longevity estimated to be 11 years. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis of the device memory indicated the battery measurement was not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5554-45 implanted: (B)(6) 2011. (B)(4).